Event description:
It was reported that the patient stated she had a new ins (stimulator) placed about 15 months before reported event. Patient service asked if it was due to expected longevity of the ins. The patient stated she still had a lot of time left and she could tell she was getting sick again. She went in and sure enough the battery was dead. The patient was thinking about getting a bladder stimulator. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).